Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: "we are using the pst for whole blood (and not plasma), why do I see gel particle in the blood after one hour if gentle mixing by inversion?"